Manufacturer narrative:
H6: imdrf device code a1502 captures the reportable event of stent positioning issue. H11: a wallflex enteral duodenal delivery system was received for analysis; the stent was not returned. Visual inspection found that the outer sheath and the handle were kinked. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent positioning issue because this happened during the procedure and is not possible to be replicated in the laboratory of analysis. The observed events of outer sheath and handle kinked were most likely due to procedural factors such as handling of the device and the technique used by the physician. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum to treat a 5cm malignant stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in the more distal part of the stenosis instead of the intended lesion site. Reportedly, the stent was scheduled to be removed one week after the procedure. Another wallflex enteral stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum to treat a 5cm malignant stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in the more distal part of the stenosis instead of the intended lesion site. Reportedly, the stent was scheduled to be removed one week after the procedure. Another wallflex enteral stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.